Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing coronary diagnostic procedure at the time of event. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the flexvision pc problem. Review of system log file shows field service mode was activated, and flexvision pc image channel test were performed. As a part of troubleshooting, fse examined the status of the splitter, flexvision pc grabber cards, 5v power, and dvi gender. The philips engineer reseated grabber cards. After reseating, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem with the device's live image display. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.